Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 378 mg/dl while experiencing difficulty pairing a dexcom g7 sensor. After troubleshooting, the sensor successfully connected and bg readings resumed. The user reconnected to the ilet and therapy continued. No symptoms were reported, and no medical intervention was required.